Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (not powering on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack. Device evaluation of monitor sn (B)(4) was completed. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Monitor sn (B)(4) mfg. Date: 01/06/2010. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a battery pack was not powering on a monitor. During evaluation of a non-reportable problem, the monitor was found to have extensive physical damaged.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (not powering on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was not powering on a monitor.